Manufacturer narrative:
(B)(4). The unit was returned to the analysis site due to it was reported by the customer that they were receiving blue cable errors, vacuum issues and issues with probes with using this holster. The analysis site confirmed the customer's complaint of "blue cable errors" due to the blue cable, but of the complaint of vacuum issues the analysis site could not duplicate. They also found the top frame cracked, the port shaft and coil pin bent. Also the e-clip was damaged during disassembly. The analysis site corrected the complaint by replacing the blue cable. They also replaced the black cable, green cable, due to cracked strain relief, the top frame, port shaft, coil pin and the e-clip. Per mammotome service manual performed service tests, with no functional faults found. There were no upgrades done to the unit. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported that they were receiving blue cable errors, vacuum issues and issues with probes when using this holster. No case specifics were known, but the on-site biomed was able to troubleshoot and decided that the issue was with the holster. No patient consequence was reported.